Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5 cm diameter thoracic aortic aneurysm in zone 4 approximately three years ago. The proximal neck was 37 mm in diameter. It was reported that during a routine follow-up the CT scan showed a distal type I endoleak and the size of the aneurysm diameter grew to be 77mm. On the same day an intervention was performed and a talent thoracic (B)(4) were implanted and the final CT scan showed the distal type I endoleak had resolved. There was no evidence of a dissection; therefore, the distal type I endoleak was most likely caused by disease progression, but the exact cause was unknown. It was also reported that the patient expired. The patient got food stuck in their throat during hospitalization and this aspiration led to death from suffocation. The investigator assessed this event as not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression).